Event description:
Boston scientific crm received information that this patient was presented to the clinic for a scheduled follow-up. In review of the stored data, all previous pacing threshold measurements were missing. The data for all other diagnostic measurements except for shock impedances were available for review. Technical services discussed the possibility that the device had undergone a warm reset.

Manufacturer narrative:
Technical services recommended that a memory dump should be performed and returned to boston scientific for analysis. The patient had already left the clinic and a follow-up visit will be scheduled. The available information suggests that this device remains inservice. The event will be reopened if additional information is received and/or a memory disk or device is returned for analysis. Subsequently, boston scientific received information that this local representative contacted technical services in (B)(4) 2010 that a memory download of the device's stored data had been performed and would be sent to boston scientific for analysis. Analysis confirmed that the device had performed a warm reset on (B)(6) 2010 due to detected memory corruption that was corrected. A software reset will reset manual test results (except shock impedances) to "n/r". It was concluded that there was no indication of device malfunction.